Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down arrows of the insulin pump were pressed multiple times. The customer¿s blood glucose was unknown. Customer stated that batteries were week, battery life was diminished and received failed battery alarm. Customer also stated that battery cap was pried off with pliers to came off while changing batteries, screen was scratched up, random no delivery alarms and rewind was slower. Customer declined to troubleshooting with technical support. The insulin pump will not be returned for analysis.